Event description:
Additional information indicates surgical intervention took place on 5 sep 2024 where in the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported the patient lost weight, causing the ipg to feel uncomfortable. Surgical intervention may take place at a later date to address this issue.